Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 16-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file.on the event date of 16-apr-2025 of the dailytotalcollectionstarttime, there is no bolus/basal delivery noted. The dailytotalofbasalinsulindelivered = 00.000 u and dailytotalofbolusinsulindelivered = 00.000 u which is equal to the dailytotalofallinsulindelivered = 00.000 u. In further review of the formatted history file 1 week prior to the event date of 16-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/16/2025 00:36:23.000, 04/16/2025 00:46:00.000. Pump error 23 alarm was found on: 04/16/2025 00:47:04.000. Power loss alarm was found on: 04/16/2025 00:49:09.000, 04/16/2025 00:49:17.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes.pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No power loss alarm noted during testing.multiple no delivery alarm/insulin flow blocked alarm were found on 10-apr-2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.25 mv). The pump was received without a battery. The pump was received with a battery cap with a broken 1 heat stake post.the test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for pump error 23 alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to the pump error 23(post-reset ram crc alarm). The pump was suspended due to a pump error. The customer reported a blood glucose value of 400 mg/dl. The customer was treated with manual injection, insulin pump (subcutaneous insulin infusion), and visited the emergency room. The event involved product(s) mmt-386a, mmt-332a, mmt-1880. Troubleshooting was performed, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-386a. No product return is required for mmt-332a. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.